Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the user shuttled down the 5f mynxgrip vascular closure device (vcd), it was guided upwards with the sheath. The white tube did not come out and was not visible. The balloon was deflated, removed, and manual compression was used to achieve hemostasis. There was no significant resistance when shuttling down. There was no unusual force applied when retracting sheath. The vessel was the femoral artery. The stopcock was opened on sheath prior to shuttle down. The deployer was trained in the use of the device. The patient's hospitalization extended for 6 hours. The patient has recovered. The product was clinically used and will be returned for analysis. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the common-femoralis. There was no presence of pvd / calcium in the vicinity of the puncture site. Manual compression performed was less than 30 min.

Manufacturer narrative:
Complaint conclusion: as reported, after the user shuttled down the 5f mynxgrip vascular closure device (vcd), it was guided upwards with the sheath. The white tube did not come out and was not visible. The balloon was deflated, removed, and manual compression was used to achieve hemostasis. There was no significant resistance when shuttling down. There was no unusual force applied when retracting sheath. The vessel was the femoral artery. The stopcock was opened on sheath prior to shuttle down. The deployer was trained in the use of the device. The patient's hospitalization extended for 6 hours. The patient has recovered. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the common-femoralis. There was no presence of pvd / calcium in the vicinity of the puncture site. Manual compression performed was less than 30 min. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock open. The advancer tube and syringe were returned separated from the device. The sealant and procedural sheath were not returned with the device. The sealant sleeve was fully retracted as received. The condition of the returned device indicates a complete deployment of the sealant. It was reported that ¿after the user shuttled down the 5f mynxgrip vascular closure device (vcd), it was guided upwards with the sheath. The white tube did not come out and was not visible.¿ however, it is unknown if the device was manipulated post the procedure. The catheter and shuttle cartridge were inspected for anomalies that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was re-inserted on to the catheter shaft and the shuttle down step was simulated. The advancer tube was found properly engaged to the distal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A device history record (DHR) review of lot f1817302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ was not confirmed since the device was received without the sealant and advancer tube was no longer on the device. It could not be conclusively determined why the shuttle down step (failure to deploy) could not be completed. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported; however, it is possible that it was caused by an incomplete engagement of the advancer tube during the procedure since functional analysis was performed successfully. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.